Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The returned battery cap was able to fully tighten and was within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. Additionally, the pump powered on to a dim and discolored display. (B)(4).